Event description:
Additional information indicated infection was also reported.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information. A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of infection, perforation, quality accepts the physician's observations as to the reason for surgical intervention.

Manufacturer narrative:
A touch pump, two cylinders and reservoir were received for evaluation. As examination of the device may not conclusively confirm or disprove the report of perforation quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, urethra perforation was reported. The device was explanted and replaced with a malleable device.